Event description:
We received a report that an zct400 toric intraocular lens was explanted after the patient experienced blurry vision. A zct225 was implanted during the same procedure. The report indicated that neither an incision enlargement or vitrectomy were required. There was no injury to the patient.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the iol is cut in pieces, most probably to make explant possible. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis toric acrylic 1-piece intra ocular lens because of the presence of marking holes. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Considering the condition of the lens, additional analysis is not possible. Manufacturing records were reviewed. Device history records show the production order was manufactured without any non-conformances or deviations. There were not process and/or material changes and diopter verification records were within specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Placeholder.